Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, eccentric and 75% stenosed, proximal to mid left anterior descending artery. The 2.75 x 15 mm tenku rx was being used for pre-dilatation; however, the balloon ruptured when the balloon was inflated to rated burst pressure of 14 atmospheres during the second inflation. There was no resistance reported during advancement of the balloon catheter to the lesion. The device was changed to a 3.0 mm non-abbott balloon catheter and the procedure was completed after stenting of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.